Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device would pop out in different body positions such as when they were in bed turning over. It was reported that it popped out all the time and turned side ways. It was reported that it was removed and put in the left side instead of the right side. It was reported that the pain was terrible, it was sore and hurt all the time and some times they could not walk. It was reported that it was like a knife in them and goes down their leg. It was also reported that sometimes their ankle is large. It was reported that the pain on their right side interferes with their movements and it's like a catch in their back and the pain is terrible. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing a return of symptoms. The patient had to go to the bathroom every 15 - 20 minutes. The patient also realized that they could not feel stimulation and stated that "sometimes [the stimulation] does not come on all the time." The patient planned to meet with their healthcare provider. Additional information from the patient on (B)(6) reported their system was removed because it was not working and it hurt really bad at the implant site. The patient stated the healthcare professional (hcp) removed it on the right side and implanted a new device on the left side, but they still had pain at the old implant site. It was noted it was removed on (B)(6) 2017. It was noted the patient did not recover completely and they still had pain at the implant site. The patient stated the implant not working and pain at the implant site began in (B)(6) 2017. The patient noted she was on medicine for blood sugar and she thought she had issues with not healing well when she had too much sugar. The patient thought that might be related to her pain at her implant site. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported and additional information was received. It was reported that their initial implant, on the right side, would ¿pop out¿ based on their body position. It was noted that their right side had been in pain since the explant procedure. This pain was worse when standing, walking, and especially when getting out of the bed, or out of the ¿call.¿ it was stated that their only relief was when they would bend, sit, or lay, then everything was fine. However, getting up was ¿like a catch;¿ it would take forever, was painful, and ¿not working one way or another.¿ the patient was describing their pain; the pain was also going down their leg. It was also reported that the patient had been taking pain pills trying to get it under control, ¿some which they should not have been, because they got them from other people.¿ it was recommended that they follow up with their healthcare provider to assess their pain medically. The patient¿s next appointment was noted to be (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-17. The patient reported that they took out the device on the right side and put in on the left side. The patient reported that the left side was doing fine but right side terrible, always in pain and can¿t walk a lot of time, always sore.